Event description:
It was reported that they are returning for service. Description of failure: loud noises during operation. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 08/27/2007. Evaluation summary: functional test performed, functional test according to test procedure, electrical safety test, pneumatic system checked. Software modified, mechanical upgrade performed, electrical upgrade performed, lemo foot pedal connector secured with loctite 242, defective vso replaced, defective connecting cable replaced, internal pneumatic system repaired, missing accessories replaced. The batch record was reviewed and no anomalies were noted during the manufacturing process.